Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2025-00116 .

Event description:
It was reported that three polaris screw inserters fractured and a polaris height adjuster stripped while attempting to remove iliac bolt and pedicle screws intra-operatively. There was a 10 minute delay to the surgery and the surgeon was able to retrieve all pieces without patient impact. This is report four of four for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted/deformed. Root cause: a definitive root cause could not be determined, but excessive torsional forces applied during use could cause the tip to deform. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left (B)(6) medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three polaris screw inserters fractured and a polaris height adjuster stripped while attempting to remove iliac bolt and pedicle screws intra-operatively. There was a 10 minute delay to the surgery and the surgeon was able to retrieve all pieces without patient impact. This is report four of four for this event.